Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with an elevated blood glucose (bg) level of 546 mg/dl and experienced high ketone levels which a health care provider determined were dangerous/life threatening. Customer gave a correction bolus via pump and was treated with intravenous fluids of saline and insulin to address bg. The customer was discharged from the ER 8 hours later with no permanent damage. It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted to manual daily injections.